Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-jul-07 regarding a patient receiving gablofen (2000mcg/ml at 614mcg/day) via an implanted infusion pump. It was reported that the catheter was changed after it started to experience more spasms. The issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.